Manufacturer narrative:
(B)(4). Batch # p58r0c. (B)(4). Additional information was requested, and the following was received: could you please clarify if there were any patient consequences?- unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? ¿ unknown. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc55 device was received with the anvil missing, only shroud and channel half present and with no cartridge present. The anvil shroud was received damaged (broken). No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred and as the anvil no returned, it is possible that the damaged was due to an improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy, the applier got struck during first firing and the staples in the reloads popped off while removing the retaining cap. The surgery was delayed by 20-minutes. New applier used.